Event description:
A 2.75 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a left circumflex lesion. Lesion morphology was not reported. The lesion was pre-dilated. The physician inserted the endeavor 2.75 x 24 using the radial approach; however, was unable to cross the lesion. It was reported that the stent was found to have come off the delivery balloon. The location of the stent is unk. The case was completed with another manufacturer's bare metal stent. The pt is reported to be fine.

Manufacturer narrative:
Evaluation codes, results: (stent dislodgement) and other (unknown location of un-deployed stent).